Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7076030.

Event description:
It was reported that the patients leads were fractured and were confirmed through an x ray.